Event description:
It was reported that syringe 1ml 29g 12.7mm 10bag 500 EU cannula broke. The following information was provided by the initial reporter: a customer has complained that the needle is missing from some syringes or that the needle sometimes remains in the body after the injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-21. H6: investigation summary customer returned (2) loose 1cc syringes. Customer states that the needle sometimes remains in the body after the injection. Both returned syringes were examined and both exhibited a broken barrel without the cannula. Unable to perform DHR check for needle breaks off during use due to unknown lot number. Bd was able to duplicate or confirm the customer¿s indicated failure a broken barrel without the cannula. No root cause can be determined. H3 other text : see h10.

Event description:
It was reported that syringe 1ml 29g 12.7mm 10bag 500 EU cannula broke. The following information was provided by the initial reporter: a customer has complained that the needle is missing from some syringes or that the needle sometimes remains in the body after the injection.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.